Event description:
During the scheduled quarterly preventive maintenance field service engineer found system had a discrepancy in the cut depth at depths of 300 and 400 microns. The system generated a z depth 55 micron errors at depths of 300 and 400 microns.

Manufacturer narrative:
(B)(4). Field service engineer (fse) checked the equipment and tried to clean and adjust the encoder assembly but had inconsistent and failed z calibration tool 2.0 results although the depth checks were passing. Fse decided to replaced the encoder assembly and ran all tests and calibrations with successful consistent results. System meets amo specifications all pertinent information available to abbott medical optics has been submitted. Placeholder.